Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the kugel hernia patch (device 1). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2008 ¿ patient had recurrent incisional ventral hernia thereby underwent open repair with implant of kugel hernia patch (device 1). (Note: there is no operative notes provided for this procedure in medical records) on (B)(6) 2014 ¿ patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with implant of ventralex st mesh (device 2). Per operative notes, ¿a large incisional hernia with scar was excised. The defect was inferior to the prior repair and circumferentially separated from the surrounding tissues. A large ventralex st mesh (device 2) was placed in the peritoneal space anterior to the bowel. The fascial defect was closed and secured with sutures and staples.¿ on (B)(6) 2015 ¿ patient had small bowel obstruction and partial removal of infected mesh. (Device 1 and 2note: there is no operative notes provided for this procedure in medical records) on (B)(6) 2016 ¿ patient was diagnosed with complex recurrent ventral incisional hernia and pain thereby underwent open repair with implant of ventralight st mesh (device 3). Per operative notes, ¿a large ventral incisional hernia involving lower half of midline incision was noted. The scar with hernia sac was dissected from the fat and adhesions were taken down. Mesh (device 1 and 2) was intact in the fascia of the upper third of the midline. The ventralight st mesh (device 3) was placed over the defect and sutured superiorly and inferiorly along the left lateral abdominal wall. Fascia was closed and secured with sutures and tacks.¿